Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01740. The device was implanted into the patient.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using penumbra coil 400s (pc400s) and a lantern delivery microcatheter (lantern). During the procedure, the physician advanced a lantern to the splenic artery through a non-penumbra catheter. Then physician then felt resistance and was unable to advance a pc400 more than approximately 30cm into the lantern; therefore, the lantern was removed with the pc400 inside. The physician then placed a new lantern and re-attempted to place the same pc400. The physician felt a strong resistance while inserting the pc400 into the lantern, but was able to successfully place the pc400. The procedure was then completed using an additional pc400 and additional coils. There was no report of an adverse effect to the patient.